Event description:
A needle was placed in the lifeport catheter for administration of the second course of chemotherapy, but a blood return was not obtainable. There was some resistance to flushing of the catheter, but the catheter was able to be flushed. On administration of normal saline into the lifeport catheter, some swelling was noted at the lifeport catheter site, indicating suspicion for malfunctioning catheter, possibly a tear in the tubing portion. Another gripper needle was placed into the septum of the lifeport catheter. A contrast material was injected which confirmed contrast infiltrating at the junction of the septum device with the tubing, indicating a perforation there, which would not allow adequate administration of chemotherapy into the central venous circulationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.